Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited intermittent undersensing of ventricular tachycardia in which therapy was not delivered however rate broke on its own. A technical service consultant recommended turing off rate smoothing and considering a nips to evaluate effectiviness of atp therapy.